Manufacturer narrative:
D9: date device returned to manufacturer: unknown. The investigation for the reported system self-check error issue has been completed. The product was returned, and the issue was confirmed. Console logs from the reported day of event are consistent with complaint and show multiple failed boot-ups, and persistent powermod_1 (pbm1) communication failures. When console was opened and inspected by (B)(6), some corrosion was observed on the pbm, near capacitors c69 and c70. After pbm assembly was replaced the issue was resolved and defective pbm was sent to danvers for further analysis. In danvers, the issue was confirmed to be consistent with a known pattern failure of pbm corrosion due to electrolyte leak, that was in the past addressed by fcn 71. In this case, however, serial number and lot number of affected pbm placed it outside known range of affected material, making this the first observed and documented occurrence of this failure mode affecting material 0042-1125 (so far only a subset of 0042-1025 was affected). During visual inspection of the pbm some component damage on the underside of pbm was observed, but based on log analysis and recognized symptoms, the original issue was caused by corrosion, and the secondary damage sustained most likely during removal of already defective pbm from aic, therefore unrelated to the original complaint. Per the results of the clinical review and investigation, the root cause was determined to be corrosion near the c69 and c70 supercapacitors on the pbm. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automatic impella controller (aic) was started up for a software update, but the message "self-diagnosis failed. Please replace the control device" was displayed. The same message appeared when the aic was forced to close and started up again, and it could not be started. Therefore, a backup machine was prepared. There was no report of patient harm or injury.